Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. A visual inspection found no damage to the blade and teflon pad. The instrument passed the energy recognition test on an in-house generator. The blades opened and closed properly. The instrument was fully functional and no product issue was found.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument broke and a fragment fell inside the patient. It is unknown if the fragment was retrieved. The procedure was completed robotically.